Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was showing overheating error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Getinge field service engineer was dispatched to evaluate the unit. Over-temp alarm was verified by staff, replaced compressor and temp probe, safety, and functionality checks completed per the service manual. Device passed to factory specifications. Returned for clinical service upon completion.